Event description:
Boston scientific received info that the pt was hospitalized due to a pocket hematoma at the pulse generator site. Two units of packed red blood cells and pocket evacuation surgery was required and the pt also received a blood transfusion. The pt has since recovered. It is unknown if the hematoma was caused by the recent implant; however, the clinical study report stated the hematoma was not procedure related.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.